Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was not charging the implant and was non-compliant with the stimulator. It was noted that the patient had refused to be seen or reprogrammed a few times since 2014 and in 2015 wanted the stimulator explanted. It was mentioned that no reason was given and that the patient was not using the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their device explanted recently because it wasn't really helping and they wanted to get an MRI. No device issues were reported. No further complications were reported/anticipated.